Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose, bent cannula and a no delivery. The customer's blood glucose was over 600mg/dl; treated with insulin pen injection. The customer stated their blood glucose went high during the bent cannula. The next day the customer's blood glucose went down to 400mg/dl. The customer has now lost three infusion sets, due to these issues.